Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited suspected premature battery depletion. No intervention was performed. There were no patient consequences. Further information regarding product information was requested but not received.